Event description:
Additional information received reported that the patient had their device replaced on (B)(6). It was noted the pre-change out impedances were done and were fine.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3487a-33, lot# l68811, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
It was reported that the patient was ¿having problems last year (2014) and it wasn¿t working right so I went to the doctors and I was getting stimulation and everything was fine. Then they raised the stimulation a little and told me it would be going dead soon.¿ it was further noted the patient programmer (pp) light was blinking for ¿maybe a month, I don¿t know I¿m not sure.¿ message screens were reviewed and a low battery was reported. The patient later reported that they received assistance from their doctor or manufacturer¿s representative (rep) and their concerns were resolved. An appointment date was scheduled for (B)(6) 2015.